Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated they smell insulin in the reservoir compartment. Customer checked reservoirs and rubber o-rings were present with not air bubbles. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of reservoir and replace set. Blood glucose level was 249 mg/dl at time of reporting. Nothing further reported.